Event description:
It was reported that the pin broke off in pin driver. No patient harm occurred. A slight delay was noted while removing the pin. The broken piece could not be removed from the driver and will be returned for replacement.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- it was reported that pin broke off in pin driver. No patient harm occurred. A slight delay was noted while removing the pin. The broken piece has been unable to be removed from the driver and will be returned for replacement. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device revealed its body broken and still assembled to its mating device (hp power pin driver). Broken piece was not returned for evaluation and the product information was not visible for this instrument. No other cosmetic anomaly was identified on the device surface. A dimensional inspection was not performed since it was not applicable to the complaint condition. Functional test revealed the broken pin inside of the hp power pin driver housing and unable to be disengaged from one another. Potential cause can be traced with a random component failure caused by assembling the pin into the hole in an misaligned position; applying excessive force during the assembling/disassembling process; or by activating the mating device before the pin was fully assembled. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. The overall complaint was confirmed as the observed condition of the unk fixation pin would have contributed to the complained device issue.¿ based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot- a manufacturing records evaluation (mre) was not performed as no lot number was able to be retrieved for this device. If the lot/serial number becomes available, the record will be re-assessed. Corrected: h3.